Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Investigation result: the reported corsair pro xs microcatheter was returned for investigation. The shaft of the returned corsair pro xs microcatheter was found bent at approximately 27mm from the catheter tip. The strands of the catheter shaft were found whitened, indicating that the torsional stress was accumulated on this segment. The most distal tip segment of the catheter was found torn off. The tip fragment was not returned. Microscopic observation of the tip segment found circumferential cracks on the tip polymer proximal to the torn end. The torn end was found with traces of twisting and ductile fracture. Measurement of the returned corsair pro xs microcatheter suggested that the tip segment, which is originally 7mm in length, had been twisted, stretched, and torn off at approximately 1mm from the tip end. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that torsional stress and tensional stress might have been locally applied to the distal segment of the subject corsair pro xs microcatheter during withdrawal attempts while the distal segment of the catheter was caught by the deployed stent. Consequently, the distal tip segment of the catheter was torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that the returned corsair pro xs microcatheter was too severely damaged to completely rule out that the tip fragment was left in situ. It was also concluded that the intended procedure was delayed because the revascularization attempted after the reported event was unsuccessful, and therefore a reportable adverse event. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ do not use this microcatheter in lesions through strut of stent. ~ excess rotational load must not be applied if the microcatheter is bent. (The microcatheter may be damaged.) ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, lifethreatening adverse events may occur. [Malfunctions and adverse effects]. ~ separation.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). An asahi corsair pro xs microcatheter was advanced from the left a left anterior descending artery (lad) by way of a retrograde approach. The catheter went through multiple septal branches, one of which was in a segment where there had been a deployed stent. After removal of the subject corsair pro xs microcatheter, the tip of the catheter was found deformed. A new corsair pro xs microcatheter was used instead for the procedure, which was completed but without success. A new attempt would be necessary. The patient was discharged without any complications.